Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 347 mg/dl for a few hours while using an inset 23" 6 mm infusion set, with no pump alarms or noted leaks, and a set change was performed with coaching. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no use of backup therapy, no professional medical intervention, and no assistance required. Investigation included troubleshooting and education, as well as follow-up confirming glucose levels were decreasing. Investigation of this case revealed no identifiable device or infusion set malfunction and no site issues reported when the set was changed, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.